Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, both gas modules, the control printed circuit board (pcb), the monitoring pcb, the expiratory valve coil, and the safety valve pull magnet were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs showed that the device had failed the patient circuit test during pre-use check (puc) and had generated two technical alarms referring to software and communication issues. No other puc failures could be found. All the replaced parts, except for the o2 gas module that broke during repair and was therefore discarded, were returned for further investigation. Visual inspection of the expiratory valve coil showed a clear breakage of its cable. Due to the broken cable, no further investigation can be done for the part. During the visual inspection of the returned air gas module, clear contamination and traces of liquid were found in the filter chamber and on the nozzle unit. The air gas module regulates the inspiratory gas flow and gas mixture. Previous investigations have shown that contamination in the air gas module affected the delta pressure transducer on a pcb inside the module. The delta pressure transducer is part of the flow measurement system in the gas module. Failure of the delta pressure transducer leads to inaccurate gas flow regulation, which will be detected during puc, and alarms will be activated if the failure occurs during ventilation. The control pcb was analyzed and placed in a reference ventilator for simulated use testing. During this testing, the device failed several tests during puc, including the internal leakage test, pressure transducer test, safety valve test, o2 cell/sensor test, and the patient circuit test. During ventilation, the device started to alarm for safety valve test failure, respiratory rate high, and generated a technical error referring to software issues. Since the reported issues were generated by the control pcb and the air gas module, no further analysis of the other returned parts was needed. The conclusion is that the issue was caused by a faulty control pcb, a defective cable for the expiratory valve coil, and a contaminated air gas module. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).